Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down tot he seal and from the case seal traveling to the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on (B)(6) 2018.